Manufacturer narrative:
Related manufacturing number should be 2017865-2020-05873 instead of 2017865-2020-01796.

Event description:
Related manufacturer reference number: 2017865-2020-05873.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-05820; 2017865-2020-01796. It was reported that patient presented to the hospital with a pocket infection. Atrial and ventricular leads were removed. The device was removed from the patient and then positioned on the outside of their body. A new right ventricular lead was attached so that patient could continue having pacing delivered. Patient condition before and after the procedure was stable.